Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, show that the sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-31023.

Event description:
It was reported that the customer's sensor was giving low glucose readings while her blood glucose was not low. This caused the insulin pump to go into a threshold suspend alarm state. The customer's blood glucose was 104 mg/dl, but the sensor was showing 56 mg/dl. The customer stated she had one bent sensor and was having trouble with the inserter. Troubleshooting was performed and best insertion and calibration practices were explained to the customer. Nothing further was reported.